Event description:
Information was received from a patient regarding an external device. It was reported that they were getting a message on their controller that said the controller battery was low and needed to be replaced soon. Patient stated they had tried resetting the controller and that would work for a little while but then the message would come back up. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was 100% and implant was low. Patient then connected the recharger but it was not recharging. Pt stated they had attempted to recharge for 6 hours already. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received their replacement controller today and the screen was displaying software problem 1. Intellis 2. 3.6 3 245 4 ens interface scm.c. Agent had patient reset controller with ac power supply and then assisted patient with successfully pairing their controller to ins. Pt called back about this issue, and says that when they tried to charge ins saturday night they "got this terrible tingling sensation in my lower back like I was being electrocuted and that when on for some time so I stopped charging but the sensation stayed with me and I hardly got any sleep that night". Pt says this morning their back pain was "substantially more than normal" and says their ins was at 100 percent and hasn't drained down at all. Reviewed that stimulation is probably off. Pt confirmed stim is off, and that the ins had depleted but they never turned stimulation back on. Pt turned stimulation back on and says it is too strong. They lowered stimulation to 5.8v and says it feels better, and they lowered stimulation down more and no longer feel the tingling. They are going to try this setting.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97745nt serial# (B)(6) product type. B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.